Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window, minor scratches on display window, broken belt clip slot and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. No further information provided.